Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No battery out limit alarm noted. The time advanced properly during testing. No frozen screen noted. Insulin pump had a cracked case at display window, cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
It was reported that the pump gave a battery out limit alarm, but the alarm could not be cleared as the buttons were not responding and the screen was frozen. It was stated that the patient changed the battery, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.